Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site and ineffective stimulation and lost left-sided coverage. Lead diagnostics showed that there were high impedances across one entire lead. Surgical intervention was undertaken wherein the ipg was explanted and the lead was disconnected from ipg header and a new, additional lead was implanted. Effective therapy was restored.